Event description:
It was reported that the programmer was generating a message that it was getting hot and that the power needed to be recycled. It was further reported that the programmer was slow. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer was generating a message that it was getting hot and that the power needed to be recycled. It was further reported that the programmer was slow. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience however the "overheat" message was confirmed through the logs and the power supply was replaced as a preventive. It was also noted that the keyboard latch was broken and the system fan was noisy, and both were replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l radiofrequency programmer head: product ID 229047 software analyzer. (B)(4).